Manufacturer narrative:
The patient notifier log stored in the ICD image was reviewed. The weekly right voltage pacing lead impedance (rvpli ) measurement trend was reviewed. There was an increase of the measured rvpli on (B)(6) 2018. The ICD was explanted for vibratory notifiers.

Event description:
This report is to advise of an event observed during analysis.